Manufacturer narrative:
A new siderail was sent to the facility to repair the bed. Repairs have not been completed.

Event description:
The facility alleged that the left head siderail would not latch due to a broken weld on the siderail.